Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak on the inside of the pump module area of their cycler after ending their pd treatment. The patient reported receiving an m31 air detected in cassette alarm during fill 1 of 6 of treatment and the treatment was cancelled. It is unknown at which point in therapy the leak may have begun. It was reported that fluid was observed on the exterior of the cassette and cassette module of the cycler. The patient contact additionally reported that holes were observed in the cycler cassette tubing. The cause of the leak is unknown. The patient was advised to discontinue the use of their cycler and follow up with their peritoneal dialysis nurse (pdrn). A new cycler was issued to the patient. Upon follow up, the pdrn stated the patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and confirmed that the patient was unable to complete peritoneal dialysis treatment using continuous ambulatory peritoneal dialysis (capd) in the absence of the cycler. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient has received a new cycler which is working well and is continuing peritoneal dialysis therapy with no further issues. The cycler was returned to the manufacturer for physical evaluation.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak on the inside of the pump module area of their cycler after ending their pd treatment. The patient reported receiving an m31 air detected in cassette alarm during fill 1 of 6 of treatment and the treatment was cancelled. It is unknown at which point in therapy the leak may have begun. It was reported that fluid was observed on the exterior of the cassette and cassette module of the cycler. The patient contact additionally reported that holes were observed in the cycler cassette tubing. The cause of the leak is unknown. The patient was advised to discontinue the use of their cycler and follow up with their peritoneal dialysis nurse (pdrn). A new cycler was issued to the patient. Upon follow up, the pdrn stated the patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and confirmed that the patient was unable to complete peritoneal dialysis treatment using continuous ambulatory peritoneal dialysis (capd) in the absence of the cycler. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient has received a new cycler which is working well and is continuing peritoneal dialysis therapy with no further issues. The cycler was returned to the manufacturer for physical evaluation.

Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed on the cycler with no physical damage noted. There were no visual indication of particulates within the cassette compartment. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. An accelerated stress test (ast) was performed on the cycler and passed. There were no fluid leaks in the test cassette during the accelerated stress test. The cycler underwent and passed a system air leak test, valve actuation test, and patient sensor calibration check. An investigation of the cycler mushroom heads verified that the surface conditions and alignments were within specification. The internal inspection of the cycler showed that there were visual indications of dried fluid on the bottom cover underneath the pump assembly. There was fluid in the filter of the pump assembly. The cause of the encountered fluid and dried fluid could not be determined. During the internal inspection found the cable into the connector to the communication interface board was not connected. Fluid in the filter is related to the reported air detected in cassette warning. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed. A review of the device history record (DHR) found that the disinfection form marked "fluid present in pump" by failure analysis. The mushroom head check previously passed. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.